Event description:
(B)(4). Event occurred in (B)(6). The patient's mother reported that the tube was detached from the other part not the part that is attached to his needle and the patient was not getting any insulin. His blood glucose level was 26 mmol/l and ketone level were 1.6 mmol/l. Patient was vomiting but his pediatrician was keeping an eye on him. His sugar came down a little since he inserted another set. This same issue occurred again as the tubing got detached and he woke up high. At the time of this report, his blood glucose level was 9.5 mmol/l and had no ketones. Patient's father stated that the patient was doing fine, and he had some active insulin as well, so he will continue to get even better. In the investigation it was found that the tubing was detached from the tubing connector. No further information available.